Event description:
While wearing the external equipment, the patient reportedly experienced a loss of lock between the equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. The patient was seen by a company rep for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's c1 device is to be scheduled.